Event description:
It was reported that during a total knee surgical procedure, the blade broke at the mount. It was also reported that an x-ray was performed to lcoate missing piece of blade which resulted in a 25 minute delay to the procedure. It was further reported another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned to the manufacturer for evaluation. It was visually confirmed that one tab was broken from the mount of the blade. The returned part was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is multi-factorial.